Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/29/2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the pump label was found to be peeling.

Event description:
The patient reported that the keypad buttons were not responding correctly. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in an undergarment and did not clean the pump.